Event description:
Centrifuge unit was operating at speed of 3,500 revolutions per minute. The rotor nut was not checked prior to initiating the run. The rotor nut released causing breakage of glass tubes and damage to other internal components of unit. Two securing screws for the right lid lock were missing from the lid lock and found at the base of the centrifuge housing. The unsecured lid lock and possible out of tolerance lid dimensions allowed rotor to eject. Four broken glass tubes (two containing blood samples and two balance tubes) were released from unit to adjacent area. Glass fragments and blood splatter came in contact with the operators facial area. No injuries or external damage resulted from the incident.